Event description:
Boston scientific received information that during a routine follow up, it was determined this pacemaker had reached end of life (eol). It was reported that three months before the device reached eol, the battery remaining was showing 1.5 years. Technical services recommended replacement and return for analysis. It was noted that the patient has a concommitant defibrillator also implanted so technical services recommended increasing the pacing rate in that device since the implanted pacemaker has eol pacing at 50 ppm. No adverse patient effects were reported.

Manufacturer narrative:
As of this report, the device remains in service. Should any additional information be received, this report will be updated accordingly.